Event description:
The customer reported via phone call that they had a no delivery alarm on the insulin pump. Customer stated the pump is beeping every minute or so. Customer stated that they had filled a new reservoir. Customer's blood glucose was 4.9 mmol/l. Customer was able to clear the alarm and will continue to use the pump. Customer mentioned that the pump has been alarming for the past hour with no delivery but it was because the customer never cleared the alarm. Pump is now working properly and the circle and beeping are gone.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.